Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the breach in aseptic technique was not further specified. On an unreported date the patient was hospitalized for the event and began treatment with injection amikacin, 200mg in 1st and 3rd bag (frequency and duration were not reported). On an unreported date, the antibiotic treatment was discontinued and the patient was recovered from the event. One week after the date of onset, the patient was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.